Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field e. Initial reporter.

Event description:
It was reported that this pacemaker exhibited a longevity issue which it changed largely from 1.5 years remaining battery to elective replacement indicator (eri). Additional information received which indicated that the details are unknown as field representative was not present at the check. The replacement procedure was scheduled, and details will be reported. Subsequently, this device was explanted. No additional adverse patient effects were reported. Another additional information received which indicated that this device has been implanted for 13 years and exceeded its expected longevity and there were no complaints from the physician. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a longevity issue which it changed largely from 1.5 years remaining battery to elective replacement indicator (eri). Additional information received which indicated that the details are unknown as field representative was not present at the check. The replacement procedure was scheduled, and details will be reported. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.